Event description:
A recurring problem with baxa corporation empty, 3-liter, exacta-mix eva container, their reorder number (B)(4). We use this container to deliver citrate solution for our pts on cvvh. When the administration set port (the middle port) is spiked, the diaphragm is so very resistant to penetration that it causes the spiking needle to curl-back on itself on occasion with but a single spiking, and more often when multiple bags are spiked. These cvvh bags are changed every 2-3 hours and the administration set, complete with spike, is good for 72 hours. Nurses have to frequently replace the spike before the set has to be replaced. The curlback increases flow resistance and causes the pump to shut down. When the pump shuts down, the cvvh filter has to be replaced at a cost of several hundred dollars. Nurses find it requires extraordinary force to spike this particular baxa container. The same spike, when used with other containers, has not been associated with this problem.